Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: 14.5 mmol/l (mobile system) and 4.2 mmol/l (professional meter). The night before, at approximately 10:00 pm, the customer had obtained a result of 22.5 mmol/l on his mobile system and administered 10 units of novorapid insulin. Customer's wife called the ambulance because she noticed the customer was unconscious at approximately 2:30 am. When the paramedics arrived they treated customer with lucozade and then ran the comparison tests listed above. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.